Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned

Event description:
It was reported upon receipt of the feedback from the customer for needless connector leak, we go to the operating site to observe the operation of the catheter placement operator. There is no issue related to improper placement of sharp devices. Provide them with two mz connectors from our company for replacement, but water leakage still occurred. No adverse events reported. This report addresses the second device.